Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false negative result with the ID now covid-19 assay performed on (B)(6) 2022. Pcr confirmation testing was performed and generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Investigation summary updated with new lot trace percentage: the current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for kit lot m173879 based on the total quantity of devices manufactured for distribution is (B)(4).

Manufacturer narrative:
Tested the ID now covid-19 retain test kit lot m173879 with covid-19 lod and a blank patient swab eluted in elution buffer. All tests were run in duplicate, were valid, and performed as expected. No false negative results were observed, and the customers complaint was not replicated. The manufacturing records and quality control release testing were reviewed for kit part number 191-000 / lot m173879 and test base part number 190-430 / lot m173879. Quality control release testing met specifications with no false negative results observed. The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is 0.005%. Based on the evidence available, it indicates that the lot performing as indicated in the label statements. No further action is required. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided.